Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under the lifevest. The patient's physician advised the patient to end use of the lifevest. Follow-up indicated that the irritation had healed.